Event description:
It was reported that a malfunction alarm occurred on the pump with serial number (B)(6), specifically malfunction code 12-0x2071, which had been resettable but continued to occur. There was no reported impact on the customer's blood glucose level, and the customer declined to share their blood glucose measurements. Consequently, the pump was replaced under warranty. The customer was informed of the replacement process and was instructed to return the problematic pump using a pre-paid return box within 10 days. No further information on the customer's backup therapy was provided.